Event description:
Alleged the nurse was placing a patient in the bed and almost immediately the whole bed fully raised and will not lower now.

Manufacturer narrative:
Repairs have not been completed.